Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The reset was cleared and reprogramming was performed to restore the parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.